Manufacturer narrative:
On 10-oct-2024, additional information indicating the damage seemed to be to a piece of the vizigo lumen. They experienced difficulty when inserting and withdrawing the octaray catheter and saw nothing wrong with the doctors' techniques and that they seemed to correctly following the instructions for use (IFU) at all stages. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, no damage or anomalies were observed in the vizigo. A device history record review was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there appeared to be a strip of plastic on the splines of the octaray catheter when it was taken out of the vizigo. There appears no outward damage to the vizigo or the octaray catheter. The stsf catheter also was in the vizigo before that occurrence and there is no damage on it. The soundstar catheter was not in the sheath. No lifted or sharp rings to my knowledge but we did notice significant resistance and even a squeaking noise when advancing and retracting the octaray. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On 12-dec-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there appeared to be a strip of plastic on the splines of the octaray catheter when it was taken out of the vizigo. There appears no outward damage to the vizigo or the octaray catheter. The stsf catheter also was in the vizigo before that occurrence and there is no damage on it. The soundstar catheter was not in the sheath. No lifted or sharp rings to my knowledge but we did notice significant resistance and even a squeaking noise when advancing and retracting the octaray. There was no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection of the returned device was performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The sheath was not returned for analysis, it was received only the dilator and the guidewire. The customer provided a pictures; however, the picture do not provide enough evidence to identify the damage. Finally, further investigation could not be performed as the sheath was not returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The internal component issue reported by the customer was not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).